Event description:
The customer reported that he was hospitalized with blood glucose levels greater than 300 mg/dl. The customer stated that he was on his porch, and began feeling nauseated. The customer stood up quickly to go to the bathroom, blacked out and fell. The customer's nose was bleeding as he hit his face when he fell. The customer stated that he had also been getting multiple no delivery alarms. The customer has changed the infusion set many times, but continues to get the alarm. Troubleshooting was performed, and the insulin pump alarmed no delivery during the prime test. The customer changed the infusion set, and was able to prime without getting a no delivery alarm. Advised the customer that the alarm was caused by an occlusion on the previous infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.